Event description:
It was reported that an alert was triggered due to high defibrillation impedance on the right ventricular (rv) lead. The capture threshold has also increased. The rv defibrillation impedance trend shows impedance slowly rising since implant. The alert was reset to a higher level and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).